Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused, or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. This MDR is being reported according to the timelines specified per the FDA guidance for industry "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" (may 2020), following FDA notification of the deferred reporting.

Event description:
During a literature review, an article [1] was identified in which nrg transseptal needle was used amongst other devices (arctic front advanced cryoballoon (medtronic) or smarttouch surround flow ablation catheter (biosense webster)). As per the article, a single transseptal puncture was performed using the nrg radiofrequency needle. Pulmonary vein isolation was performed with either a 28-mm second generation cryoballoon or contact force sensing irrigated-tip radiofrequency catheter guided by 3d mapping system (carto 3, biosense webster). The article identified: one patient experienced stroke; one patient experienced cardiac tamponade, which required medical intervention to resolve. 14 patients experienced minor bleeding. There is no evidence to suggest baylis medical devices caused, or contributed to the reported complications. However, as baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report. Aoyama, d., yamaguchi, j., shiomi, y., tama, n., ikeda, h., fukuoka, y., matsui, a. (2019). Feasibility of uninterrupted direct oral anticoagulants with temporary switching to dabigatran ("dabigatran bridge") for catheter ablation of atrial fibrillation. International heart journal, 60(6), 1315-1320. Doi:10.1536/ihj.19-143.